Manufacturer narrative:
The following fields were updated because investigation found that the initial MDR was filed against incorrect product: b5: description of event: report 1 of 2: it was reported that during use of bd max¿ check-points (cpo), an unspecified number of false positive patient results were obtained. There was no report of patient impact. D1: medical device brand name: bd max¿ cpo. D2a: common device name: multiple-genus respiratory virus nucleic acid ivd, kit, nucleic acid technique. D2b: medical device type: ooi, poc. D4: catalog: 445262. D4: lot: 4082387. D4: exp date: 03/21/2025. UDI#: (B)(4). G4: PMA/510(k)#: k190613. Investigation summary: the complaint investigation for discrepant results when using bd max¿ cpo (ref. (B)(4)) kit lots 4082387 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained of four samples with suspected false positive results for the kpc target with bd max¿ cpo kit lots 4082387 (a1, a2 and a3). Customer provided run files (pdf and csv) for run 7080 from bd max¿ instrument mx0057 for investigation. Manual pcr curve adjudication was conducted across samples a1, a2, a3 and a4, revealing step dislocations and atypical curves without sigmoidal shape in every channel, including the fam channel (kpc target), for all samples, reaching the threshold to give positive results for the kpc target. It is unlikely that the step dislocations are due to true amplification and a root cause could not be identified. Manual curve adjudication has limitations; visual examination of pcr curves for aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ cpo (ref. (B)(4)) kit lots 4082387. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd quality will continue to monitor for trends.

Event description:
Report 1 of 2: it was reported that during use of bd max¿ check-points (cpo), an unspecified number of false positive patient results were obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pcr cartridge on the bd max instrument, an unspecified number of false positive check point cpo patient results were obtained. There was no report of patient impact.